Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. Approximately 6 weeks post op, the suture was not dissolving. The patient had a remote appointment with her gp who prescribed antibiotics due to the infected area. A further prescription for penicillin was prescribed from a face-to-face appointment she attended at her gp surgery office where the nurse attempted to remove the stitches but was not completely successful. The patient then went to a&e on (B)(6) 2021 to have the final parts removed. No reoperation procedure was needed and the patient did not require any further treatment to re-close the wound. No further information was provided at this time.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: a picture was received to ethicon inc for evaluation. As per visual inspection of the picture received, an opened box of product code w9106 could be observed. Absorption begins as a loss of tensile strength followed by loss of mass. Absorption of vicryl sutures is essentiality complete between 56 and 70 days. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested and the following was obtained: please clarify, did the patient required hospitalization for further diagnosis? Yes, patient 2 attended a&e to have the sutures removed on (B)(6) 2021 was the suture trimmed in physician¿s office? ? Yes the hca confirmed the sutures are trimmed in the physicians office immediately after the procedure. Was the suture removed in a routine post-op procedure? No, the pt had a remote appointment with her gp who prescribed antibiotics due to the infected area. A further prescription for penicillin was prescribed from a face-to-face appointment she attended at her gp surgery where the nurse attempted to remove the stitches but was not completely successful. The patient then went to a&e on (B)(6) 2021 to have the final parts removed. Was the suture removed in a reoperation procedure? O no, no reoperation procedure carried out. Was reoperation necessary to remove the suture and re-close the wound? No they were removed and they did not require any further treatment to re-close the wound. Procedure name and date? Nurse in a&e removed the final parts of the stitches on (B)(6) 2021. Event date? Initial appointment was (B)(6) 2021, removal was (B)(6) 2021. Device return status/follow up? No follow up with attempts are being made to obtain the following information. To date no response has been provided. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound, if applicable? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Is the device being returned?